Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. The customer had trouble related to rewind function. Customer¿s blood glucose level was 390 to 400 mg/dl at the time of incidence. Customer was treat with intravenous insulin for high blood glucose level. The insulin pump had been took off for two days during hospitalized. The insulin pump will not be returned for analysis.